Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) battery remaining decreased from 50 to 60 percent remaining to around 20 percent remaining over the course of this year. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual elevated rate and suggested the device be explanted for suspected premature battery depletion. At this time the s-ICD remains in service and no adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in (B)(6) 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in (B)(6) 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) battery remaining decreased from 50 to 60 percent remaining to around 20 percent remaining over the course of this year. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual elevated rate and suggested the device be explanted for suspected premature battery depletion. At this time the s-ICD remains in service and no adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population. Additional information was received that the s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
Additional information was received that the s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery.